Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A caregiver reported the customer received a sensor scan result of 130 mg/dl that was lower than he/she felt. Customer experienced vomiting and was taken to a hospital where a reading of 300 mg/dl was obtained on the hcp device and he/she was diagnosed with diabetic ketoacidosis (dka) and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.